Event description:
During insertion of the stent delivery system (sds) onto the guide wire, it was noticed that the stent was not on the balloon. The stent was found intact on the preparation table. Reportedly, there were no patient effects. No other information was available.